Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the pulse generator exhibited backup vvi operation. Programming changes were discussed but not performed due to low battery status. The device was explanted and replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of the device image indicates that backup mode was caused by code corruption, the cause that triggered code corruption is unknown. Longevity assessment was performed based on average current drain, indicating that battery level was in normal range of operation with appropriate remaining longevity. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies.